Manufacturer narrative:
The customer had used two different test strip lots. For patient 1 the results from the meter should have been with test strip lot 36887211 with an expiration date of 31-may-2020. The reporter's meter and test strips lot 36887211 were provided for investigation where they were tested using retention strips and controls. Test strip lot 38123812 was not returned for investigation. Testing results: the obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. All measurements were without error messages. Medwatch fields d10 and h3 were updated for the returned test strip lot 36887211. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The qc was acceptable. Relevant retention test strips (lot 368872) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable inr results for 2 patients from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory method was stago satellite with neoplastin plus reagent. For patient 1 at 01:45 pm the result from the meter was 3.3 inr. The result from the laboratory was 2.2 inr. The elapsed time between the results was less than 7 hours. For patient 1 on (B)(6) 2019 at 09:20 am the result from the meter was 3.4 inr. The result from the laboratory was 2.6 inr. The elapsed time between the results was less than 7 hours. For patient 2 on (B)(6) 2019, the result from the laboratory was 2.3 inr. The result from the meter immediately after the laboratory result was 1.8 inr. Patient 2 was an (B)(6)-year-old female with a date of birth of (B)(6) and weighed (B)(6). For both patients, the laboratory results were believed to be accurate. The patients' therapeutic ranges were 2.0 - 3.0 inr.